Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: unknown UDI due to no list or lot number provided.

Event description:
The event occurred on an unspecified date in december and involved an unspecified tego where it was reported "split on scrubbing." There was patient involvement but unknown patient harm.